Manufacturer narrative:
Conclusion and justification status: (B)(4) reports the liner impactor broke off while impacting the liner. Conclusion and justification status: the complaint states liner impactor broke off while impacting the liner. The investigation confirmed the failure mode as reported. The returned product was transferred to bioengineering for review and a report was received stating from the information available with the complaint it is not possible to ascertain how the instrument was being used when the impactor tip broke. A true root cause cannot be found without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Liner impactor broke off while impacting the liner.